Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, the stapler did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. Another stapler was reloaded to complete the case. There was no patient injury.